Manufacturer narrative:
This report is submitted on august 17, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the surgeon, the patient experienced pain at the implant site with and without device use and tinnitus which accompanies headaches. Subsequently, the patient was hospitalized on (B)(6) 2018 for a week and was treated with various medications; however the issues could not be resolved, resulting in the decision to explant the device. On (B)(6) 2018 the receiver stimulator was explanted and the electrode lead was left in situ.

Manufacturer narrative:
This report is filed on october 10, 2018. (B)(4).